Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was not damaged and was only bubbled. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the device tested normally. Preventative maintenance was performed. The device passed all testing.

Event description:
It was reported that there was a damaged downstream occlusion (dso). This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.